Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had their device moved due to an infection. It was stated the patient had their device implanted, and when staples were removed, a "white, milky substance was drained from her incision." It was stated there was a staph infection. The patient's health care provider then moved the device and "reimplanted in the patient's backside." It was stated the patient had no felt stimulation since the "reimplant." It was stated that x-rays showed the device had not moved since "reimplant" and there was no evidence of lead problems. It was also stated the patient not charged their device due to "long hospital stays" and a device over-discharge was suspected. Additional information has been requested, a follow-up report will be sent if additional information becomes available.